Event description:
Thirty minutes into the pt's first treatment, the pt experienced sob non-productive wet cough and rales were noted on auscultation. Bp increased to 158/98, o2 saturation dropped to 76%, pulse increased from 60's to 104 bpm. Pt was placed on 6l of o2, saturation increased to 80%. Placed on non-rebreather with o2 up to 86%. Emergency service transferred pt to ER. Following stabilization in ER, pt was admitted to the hospital.